Manufacturer narrative:
Results eval: a review of our complaint history database revealed there to be seven complaints of this nature regarding dislodgement of blu tubes, five of which are from this user facility. No sample was returned for investigation, so dimensional checks could not be conducted. During production the tubes are subjected to dimensional checks every hour. However, we consider that the reported indicent does not result from a product related defect. We have been informed that the customer previously used the blue line tracheostomy range; we have been advised that the incident may relate to a difficulty in transition from the use of the blue line to the use of the blue line ultra tracheostomy range which is a different shape. The curve of the blu is designed to allow the tube to sit in the correct position with the trachea, providing the appropriate size and length of tube has been chosen for that particular pt. In general, the main contributing factors in causing tracheostomy tube dislodgement are known to be unusual pt anatomy and excessive torque on the tube. From the info gathered and clinical opinions received by the MFR regarding this issue, the problem appears to be related to product unfamiliarity. A corrective action has been assigned to marketing to address this issue with in-servicing.